Event description:
It was reported that there was no sensor anomaly. Customer stated sensor showed blood glucose was 2.2 mmol/l continuously. Customer check blood glucose, during the day the sensor showed low blood glucose. Customer stated had big difference between sensor glucose and blood glucose. Advised the customer to use new sensor and check her blood glucose and if problem continues to remove the sensor and report back to us. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.